Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized back in (B)(6) 2015 with a blood glucose level of 600 mg/dl. The customer was treated for their blood glucose with IV drips. The customer was transported by paramedics. The customer stated that their insulin pump was working fine and did not mention what caused the high blood glucose levels. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.